Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device is not available for analysis, as it remains implanted in the patient. Therefore, the root cause of this event cannot be conclusively determined. However, the stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. No corrective action is applicable to this case. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with an aortic pericardial valve, implanted 15 years and four (4) months, was treated via valve-in-valve intervention due to severe symptomatic aortic valve stenosis. An edwards transcatheter valve was implanted inside the failing surgical valve. No gradient remained. Patient was transferred to intensive care unit having tolerated the procedure well.